Manufacturer narrative:
Please retract this report 2017865-2013-04841. The same issue was reported as 2017865-2013-04657.

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.